Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2011. The patient was reported to have a patulous cervix. According to the complainant, a fluid loss alarm occurred, however the physician proceeded with the case. Upon subsequent examination of the patient a small, superficial burn to the posterior lip of the cervix was noted. The burn did not require treatment. An additional attempt has been made to obtain follow up event details with no response from the clinician.